Event description:
It was reported that the physician has had difficulties getting sufficient samples with the device. He reports that, he is able to obtain only about 1/4" of tissue after 2 passes.

Manufacturer narrative:
The sample has not been returned for evaluation, as it was discarded by the user facility. The device history records could not be reviewed, as the lot number was unknown. The complaint is inconclusive as no sample was returned for evaluation.